Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Post procedure, left sided deflation was observed. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5677365 was reviewed on 7/16/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the field experience report on 8/1/2018. The implant date and event date were updated. The final fill volume of the impacted product was 375ccs, and the final fill volume of the contralateral prosthesis was 380ccs. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 375cc saline prostheses was performed. The mentor failure analysis lab received the device for evaluation on 8/1/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Post procedure, left sided deflation was observed. Upon receipt by mentor, two devices with the same lot number were returned. Device a, was returned without fluid. White material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 2.7 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Device b also was returned without fluid. White material was observed within the device and on the shell surface. The product evaluation team discovered an area of separated material measuring approximately 1.3 cm x 1.1 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019 mentor became aware that this complaint file is a duplicate of 1645337-2018-04239 that was submitted on initially on 7/12/2018. All additional information will be submitted under this complaint file. The event date was updated based on information available in the other complaint file. This is the only new piece of information that derived from the discovery of a duplicate complaint. Manufacturer¿s reference number: (B)(4).